Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
On april 09, 2025, palette life sciences received a notification from a [distributor] that was reported from a [hospital] in spain. It was reported that "during two operations in the children's operating room on two days in a row, the syringe has broken during the injection." Additional information received on april 10, 2025, indicated that there was no injury to the patient or the physician, and the syringes broke at the joint between the wings and the body of the syringe. Two syringes are involved. Associated mdrs: 3014909464-2025-00015.

Event description:
On april 09, 2025, palette life sciences received a notification from a [distributor] that was reported from a [hospital] in spain. It was reported that "during two operations in the children's operating room on two days in a row, the syringe has broken during the injection." Additional information received on april 10, 2025, indicated that there was no injury to the patient or the physician, and the syringes broke at the joint between the wings and the body of the syringe. Two syringes are involved. Associated mdrs: 3014909464-2025-00015 and 3014909464-2025-00016.

Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. Two almost empty syringe of the reported lot in return. Flange is broken off. Most likely the syringe was intact when received by the customer, breakage occurred during use. All other components look intact. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature.